Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the controller says that the implant battery was depleted in less than 24 hours. Caller said that they charge their ins same day around 5 pm and ins battery will be around 30% however this last few days they noticed that the ins will be depleted before they charge it in the afternoon. Caller confirmed controller battery 100% and ins at 60% during the call, currently at group a. Caller confirmed that they did not change any settings or increase intensity on their device. Agent review information on ins depletion. Agent redirected the caller to the pt's healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they met with a rep. Steps taken were lowered settings, monitoring at this time, seems to not be depleting as much. If necessary may have to adjust so battery shuts down at times to save battery life.